Event description:
It was reported during the implant procedure that there were difficultness with position/fixating the lead. The lead was not implanted and there were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, there was blood/body fluid noted on the distal conductor on visual inpsection.